Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was vertebral compression fracture. It was reported that, the balloon was damaged and the contrast agent flowed out of the balloon. The procedure performed was kyphoplasty and completed successfully. By inflating the balloon, the third time, so in level 1 and 2 no problems, in level 3 the balloon lost contrast. The contrast flew out. Labelling was followed throughout the procedure. There was a time delay of 10mins reported, no patient symptoms or complications as a result of the leakage. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # k08a ; lot # unknown visual and optical inspection revealed the tip of the balloon has been damaged. The upper portion of the balloon has been punctured/sliced. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.